Event description:
The hospital reported that during a coronary artery bypass procedure, the front end of the tissue of acrobat-I stabilizer fixator cannot be attached to the surface of the heart for fixation. The procedure was completed by replacement of a new om-10000. No health hazard to the patient. The product is from the lot 3000250072.

Manufacturer narrative:
Trackwise ID: (B)(4). The investigation has been started since the complaint was received as following: the DHR of the reported lot 3000250072 has been reviewed. There¿s no deficiency identified from production relevant to the acrobat-I stabilizer suction failure prior to this complaint. All the products had been performed 100% visual inspection and vacuum leak test during production. They all passed the visual inspection and vacuum leak test, which demonstrate the sufficient vacuum was obtained; the baffle seal had been sealed completely and was able to lift the weight. In the last 12 months, from 28th sep 2021 to 28th sep 2022, the occurrence rate is approx. (B)(4) which is under anticipated occurrence rate. The reported device was received on oct. 25th 2022, the following contents have been conducted: the reported device was visually inspected, there is no damage or block for the stabilizer foot; but deformation was observed for the vacuum tubing with blue luer lock fitting. Suction functional test (leak test) was performed following labeling instructions with correct connection and vacuum pressure 400mmhg, the test result indicated the baffle can lift the weight and can keep at least 10s, which indicated suction is good. Further simulation test was performed by squeezing the tubing when vacuum applied according to the phenomenon observed on the returned device. The test result indicated the suction is unstable even stopped which cannot lift the 0.75lbs weight for 10s. The device history record review for the reported material batch indicated no tubing deformation observed during manufacturing. It is probable the tubing was clamped or squeezed during customer setup the device or connection and resulted in suction abnormal. Above all, the tubing was found deformed for the returned device and the vacuum is unstable even stopped under the situation of tubing squeezed based on simulation test. No manufacturing defect is indicated to cause or contribute to the reported failure based on the DHR (device history record) review. It¿s probable the tubing was clamped or squeezed during customer using and result in the suction failure. IFU has the warning and precaution that ¿care should be taken to ensure the vacuum tubings are not pinched, collapsed, or pulled during use, for proper functioning of the device,¿ the occurrence rate is under anticipated rate, and there were no consequences or impact to the patient. Also, this failure will always be detected prior to using on a patient since warning and precautions has indicated that, "perform the anastomosis only when the stabilizer foot is properly seated on epicardium and adequate stabilization of surgical site is achieved." So no fca is needed.